Event description:
Risk manager calls to report that or department experienced one incident in which the injection cap of the stop-cock came undone during use. Manager reports that staff in or report that samples are loose when they come out of package. Manager reports that no injury has resulted from the reported condition.